Event description:
User reported during a treatment procedure, there were no mu values displayed on the operator station display. A short time later, a hiart system error message occurred. The user then decided to stop the procedure, but was unable to generate a completion procedure at that point. User did not know how long the pt was treated. User immediately contacted tomotherapy. Investigation of the system logs by tomotherapy revealed the hiart system did not update the procedure from a "scheduled" to an "interrupted" status at the start of the procedure. To correct this, the pt xml file was modified by tomotherapy so the user could generate a completion procedure from the time when the interrupt occurred. There was no pt injury. Tomotherapy is aware of this anomaly and sent out a safety notice (#4722) dated 8/10/09 alerting users. Software 3.1.5 and 3.2.3. Has since been released which addresses the anomaly. Since this report, the customer's system has been upgraded to 3.2.3 sw.